Event description:
The customer reported that raw data was autodeleted from four pt studies. Three of the pt studies successfully reconstructed the images before the raw data was deleted. One of te pts' studies, the raw data was deleted before the images reconstructed causing loss of images and data. This resulted in a CT rescan of the pt.

Manufacturer narrative:
(B)(4). Philips investigation has determined the probable root cause to be a software nonconformance that may cause the auto delete function to incorrectly determine which files to delete, which may result in raw data being deleted immediately after scan acquisition and before images are reconstructed. This could result is a CT rescan and/or reinjection of a pt. Philips has confirmed this reported incident is associated with c & r 1525965 12/05/2011 020 c, which was submitted to the FDA on 12/05/2011. The FDA has classified this issue as a class ii recall therefore, this reported event is MDR reportable. Field safety notification 88200418, 88200420 was mailed to the customer. The field correction will be implemented within 6 months of fco 88200418 & fco 88200420 being released. This customer site was confirmed to be on the consignee list provided to FDA for this correction. (B)(4).